Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the rear response button flex cable was damaged, preventing the response button from functioning properly. The root cause for the damaged flex cable could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's response buttons were not working. The patient was issued a replacement monitor.